Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was able to charge and will boot. Manual testing was performed and failed, the speaker did not sound. The reported event of an intermittent audio output was confirmed. The root cause was determined to be a defective speaker.